Event description:
While trying to pass through lad, the wire perforated the vessel. The patient had to be brought to intensive care station. Whilst indeed, experienced customer is used to pw generation 7 for unknown reasons, he received gen 6 for his last order. The customer assumes that this event occurred because of gen 6 being less flexible then gen 7.

Manufacturer narrative:
As the product was not returned, we were not able to identify a definitive root cause, but after review of our device history record, which shows full compliance with specifications, we do not believe there is any evidence a device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.